Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 20 days after dental implant was installed in intraoral region 14#, its non-osseointegration was observed. The patient presented poor bone quantity/quality (bone type iii), bone graft was executed and trauma over the implant has happened.